Manufacturer narrative:
Device evaluation is pending. A supplemental MDR will be submitted when the evaluation is complete.

Event description:
Edwards received information that blood leakage was noticed from the cannula body shortly after insertion into the aorta. The cannula was not connected to the percutaneous cardiopulmonary support (pcps) at this point. Immediately after the issue was notice, the physician exchanged the cannula. The amount of blood leakage remains unknown; however, blood infusion was not performed. There was no damage noticed on the cannula before use. The cannula was stored on a tray under normal conditions. The procedure was completed successfully after the exchange of the cannula.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device underwent a leak test and a leak was observed. The leak was due to a cut that was approximately 0.095 inches long on the wire reinforced section of the cannula body. There was no other visual damage, contamination, or other abnormalities found on the device. Based on the product evaluation findings, the clinical observation was confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. A definitive root cause could not be determined based on the information received. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint trend was assessed and it was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.